Event description:
After the pt fell the nail and cross screw were found to be fractured. During the revision surgery, the surgeon tried to remove the nail and screw, but he only could remove a part of the fracture nail and screw. A part of the nail and screw remained in the pt. No other reported adverse consequences to the pt.